Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced recurring incontinence and the device stopped working. The suspected cause of the returning of incontinence and the device deficiency was reported to be the end of the devices service life. A surgical procedure was performed, during which the physician repaired a fossa stricture and removed only the cuff to avoid erosion, as postoperative catheterization was required. All other components left in place. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 544557011, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400098, serial number: n/a, batch/lot number: 544967017, model/catalog description: control pump fgs, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Urethral stricture, recurrent incontinence and the reported device allegation of mechanical issue are acknowledged within the directions for use (dfu) and are not related to off-label use or failure to follow instructions. A risk review was completed; tissue damage related symptoms, altered therapeutic response and non-functioning devices are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptoms of urethral stricture and urinary incontinence are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.